Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported to philips that the device displayed a red x, chirped, and the self-check intermittently failed for the defib test. There was no patient involvement. One therapy pca was returned for failure analysis. The reported problem could not be verified/duplicated in lab. The returned therapy pca tested and operated as normal. There is no fault found with the therapy board.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported to philips that the device displayed a red x, chirped, and the self-check intermittently failed for the defib test. There was no patient involvement.